Event description:
It was reported by the cath lab technician that "they may have had an incident over a month ago where the 40cc catheter was pumping at 2.5cc". There is no more info available.

Manufacturer narrative:
(B)(4). Eval: sample will not be returned for eval. (B)(4). Add'l occurrences are documented as MDR # 1219856-2009-00087. Until (B)(6), 2009, multiple occurrences were reported on a single MDR. They are now reported as individual events. All multiple occurrences from (B)(6), 2009 through (B)(6), 2009 are being remediated to include the correct number of complaints, mdrs, vigilance, and (B)(6) reports. Please refer to the MDR for the original complaint referenced above for the follow-up for this MDR.